Manufacturer narrative:
The insulin pump was received unable to download data; the problem was isolated to the mother board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced history anomaly. The customer's blood glucose value was 352 mg/dl. The customer stated that they manually enter blood glucose into pump about 8 to 10 times a day. The customer stated that the bolus history on the pump is not recording. The product was returned for analysis.